Event description:
It was reported that stent damage occurred. A 16 x 3.50 rebel bms stent balloon expandable was selected for use. However, the stent did not progress through the therapeutic catheter and when removed it was noticed that there was a problem with the clipping of the stent in the balloon. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a rebel bms balloon catheter. The device was visually and microscopically examined. There were bends in the device, one in the strain relief and two bends in the hypotube at 10cm and 88cm from the strain relief. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was tightly folded with blood and contrast present in the balloon folds. The stent was attached and in place. The distal end of the stent was stretched and pulled apart 13mm from the proximal edge of the stent for a length of 3mm. The device also had tip damage. The guide catheter used in the procedure was not returned for analysis, so a test 6f mach 1 guide catheter was used for functional testing. The rebel balloon catheter failed to pass at the hub of the guide due to stent damage. Product analysis confirmed the reported events, as there was stent damage to the device and functional testing showed the catheter was unable to advance into the guide catheter.

Event description:
It was reported that stent damage occurred. A 16 x 3.50 rebel bms stent balloon expandable was selected for use. However, the stent did not progress through the therapeutic catheter and when removed it was noticed that there was a problem with the clipping of the stent in the balloon. There were no patient complications nor injuries reported.